Event description:
A ventilator was returned to a third-party service center for functional check and maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error was discovered in the device's event log. The technician recommended replacing the device's system board to address the issue. No further investigation is required at this time. Additionally, the device's in-line filter prox is contaminated, air inlet foam filter replaced due to preventive maintenance. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.